Manufacturer narrative:
(B)(4) - high gradient. Method: device not returned. Additional manufacturer narrative: review of the device history record (DHR) is in progress. The device evaluation and a final analysis of this event will be reported once completed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
The customer confirmed that the device has been discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event.

Event description:
Initially, a patient was reported to have high gradient. It was further reported that a magna bioprosthetic valve was explanted after an implant duration of approximately 6 years. The operative report indicates the device was explanted due to aortic stenosis and calcification. The report states that two leaflets of the valve were totally stiff and calcified with one leaflet moving slightly.